Manufacturer narrative:
(B)(6) registry. This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01725. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 2 years and 2 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry, approximately 2 years and 2 months post implantation of two 29mm sapien 3 valves in the aortic position via transfemoral approach, the valves were explanted and replaced with a surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.